Event description:
The silencer 2200 centrifuge system was sold to hospital and installed in july 2004. Upon utilization, it was determined that the centrifuge would heat up inside, upon repeat use. The manufacturer suggested that 3200 rpms was too high, yet its published specification are noted to exceed 3200 rpms. In fact, the inside temperature reached up to 107f. The tubes of specimens would be warm to the touch and specimen integrity was questioned, primarily the potential for elevated potassium levels. The manufacturer was not concerned about its vulnerabilities but rptr feels this centrifuge should be removed from the market.